Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified distal left anterior descending artery that was 99% stenosed. A 3.0x12mm xience sierra stent delivery system (sds) failed to cross due to the anatomy. Some resistance was met with the anatomy during removal. The procedure was completed without further treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.